Event description:
Per the physician, the patient experienced skin breakdown at the site of the antenna/coil, resulting in device extrusion and device non-use. A skin flap revision, or explant surgery is planned, but had not taken place at the time of this report may 5, 2010.

Event description:
Customer reported receiving an error 4 when a test strip was inserted and a battery and booklet icon appeared on the display of their freestyle flash blood glucose monitor. Although the meter was set to the correct unit of measure, the meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted. Customers and retailers have been informed through the adc fa16may2006 letter.

Manufacturer narrative:
Customers meter (B) (4) was returned and investigated. The complaint was not confirmed. The memory overwrite malfunction was not observed. The meter was set to mg/dl. This is a final report.